Manufacturer narrative:
(B)(4). Conclusion: the device information for use under precautions states, caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex tissue morcellator may lead to dissemination of malignant tissue. Additional information: it is unknown if the actual device used in this patient procedure was an in fact an ethicon product.

Event description:
It was reported by an attorney that the patient underwent a robot-assisted supracervical hysterectomy and bsoo with uterine morcellation to treat metromenorrhagia on (B)(6) 2012. The patient was informed that she had cancer, and she died on (B)(6) 2013 of metastatic myelosarcoma. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). This medwatch report #2210968-2014-03919 is being voided as an ethicon device was not used in the procedure. The device used in the procedure was a lina xcise. This is not an ethicon complaint.